Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported he experienced issues with the infusion set cannula bending which caused his blood glucose to go up to the upper 200's mg/dl to the lower 300's mg/dl. Pt's normal blood glucose range is around 145 mg/dl. Pt stated he would treat himself by changing his infusion site and bolusing which would lower his blood glucose for about 2 hours. Pt reported the infusion sites did not leak and there were no issues with inserting the infusion sites. Pt inserted the infusion sets manually. Pt stated he started using the infusion sets about a month ago and that is when he began experiencing the issues. Pt reported the issue occurred from 6-7 hours after inserting and he experienced the issues more than once. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.